Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected lead fracture. The rv lead will be replaced. No patient complications have been reported as a result of this event.